Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 900 mg/dl and high ketones. Customer went to the emergency room (ER), however, customer was not seen at the ER. Customer waited 5 and a half hours to be seen and administered manual injections. Customer¿s blood glucose lowered to 550 mg/dl, and customer left the emergency room. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on insulin labeling.